Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose reading was inaccurate. The blood glucose reading was 400 mg/dl, compared with the sensor glucose reading of 270 mg/dl. In another instance, the blood glucose reading was 270 mg/dl compared with the sensor glucose reading of 175 mg/dl. Upon troubleshooting, it was found that the customer had calibrated too often and with high blood glucose levels. The customer advised that the device would be monitored. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.